Event description:
It was reported a surgery for a catheter fracture in the spinal segment was planned and the catheter fractured at the lumbar site. Additional information received reported the patient needed escalating doses with no relief. It was noted when the incision was opened at the patient's back, the distal catheter was fractured in the distal side of the right angled anchor. It was also reported a healthcare provider (hcp) was looking at a MRI that appeared to identify the fracture, but it was unknown if a dye study was done. It was reported a distal revision was completed on (B)(4) 2014 with an 8731 catheter and connector pin, the distal segment was primed, and the patient's starting dose was decreased from 1,200mcg/day to a new starting dose of 209mcg/day. The patient stayed overnight in the hospital, but it was unknown how the patient was doing or if any other measures were done. The original distal catheter remained in the intrathecal space. The pump was being used to deliver baclofen.

Manufacturer narrative:
Product ID: 8703, lot# j94142123, implanted: (B)(6) 1995. Product type: catheter.